Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty removing the infusion set connector during a cartridge change on the ilet pump, after the on-screen status indicated insulin was full despite an empty cartridge; the user ultimately removed the connector by wiggling it and completed the supply change with agent guidance, then resumed delivery using an inset 23 infusion set. Symptoms included hyperglycemia with a reported peak of 287 mg/dl for a couple of hours without ketone testing or back-up therapy, and no acute complications. Outcomes included temporary impairment of blood glucose control that stabilized without medical intervention or outside assistance. Investigation included remote troubleshooting and education focused on the cartridge change and connector removal steps. Investigation of this case revealed a connector removal difficulty consistent with user handling during the rewind and reconnection process, with no leaking observed and resolution achieved through proper technique. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and technique during set change.